Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, upon opening the product, the round part was found broken and it was not possible to impact it. Attempts have been made and no further information has been provided.